Event description:
It was reported that the customer's dome label sticker on the case had detached. The customer's blood glucose was unknown. The customer's insulin pump was not bumped or dropped. The customer was unaware of how the issue occurred. The customer stated that the drive support cap did not appear to be damaged. Asked customer to return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Unable to perform displacement test due to unresponsive keypad. No button response on the act button due to corroded keypad traces noted. Missing end cap sticker noted. Missing address/serial number label, cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.